Event description:
The report from hospital say: when the equipment department was conducting the annual medical device measurement, the tidal volume of this ventilator was found to be inconsistent with the set value (500 ml/min), and the actual flow rate measured by the standard device was 319ml/min with an alarm of high expiratory resistance; raphael color made in (B)(6) 2013.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a dirty expiratory valve due to lack of maintenance. In consequence the component was cleaned, and no further issue was observed. There was no patient or user harm as there was no patient involvement at the time of the issue.